Manufacturer narrative:
(B)(4). Reported event could not be confirmed with the limited information provided. Device history record review found no discrepancies. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right knee revision procedure approximately 2 years post-implantation due to unknown reasons. During the procedure, the tibial bearing was removed and replaced. Attempts have been made and additional information on the reported event is unavailable.